Event description:
The clinician attempted to resuscitate a pt during a code situation using the maunal resuscitator. The clinician was allegedly unable to administer oxygen to the pt because the oxygen line was not connected to the resuscitator housing. Another resuscitator was obtained and there was no pt injury.